Event description:
Customer states all levels of biorad valporic acid quality control are recovering low. Customer ran external proficiency samples for troubleshooting purposes and provided the following discrepant examples: first sample, original external proficiency result run on (B) (6) 2009 give 80.2, rerun on (B) (6) 2009 gave 62.3, 68.7, and 66.9 ug per ml. Second sample, original external proficiency result run on (B) (6) 2009 gave 110.3, rerun on (B) (6) 2009 gave 87.4, 94.7 and 93.7 ug per ml. Customer states original proficiency survey results generated were in range and acceptable. Customer states they were reporting valporic acid patient results during this period of troubleshooting, they were reporting valporic acid results as early as (B) (6) 2009. No adverse events were reported. Customer states they are no longer having issues with valporic acid, they do not know what fixed the problem.

Manufacturer narrative:
The field service representative did not find the cause of the issue. He noted, according to the customer, issue involved biorad controls, roche controls were running on the mean. He checked instrument water pressures, sample and reagent probes, probe wash and syringes, all were ok. To verify analyzer operation, he ran a precision and controls which were within specification.